Manufacturer narrative:
(B)(4) - no code available (patient intervention required). (B)(4) - no code available (stent, coating migrated). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal ng covered stent was used during a stent placement procedure for a 6cm stricture in the lower esophagus due to a malignant tumor, performed on (B)(6) 2010. According to the complainant, on (B)(6) 2010, approximately one month after stent placement, the patient presented with symptoms of food obstruction. The patient was reported as not being able to eat or drink. The stent covering was noted to have moved down so it was covering the lower half of the stent. The physician made a linear cut in the sheath to drain the retained material, and the covering was removed from the patient. The stent remains implanted. Despite multiple attempts, we have been unable to obtain information on the patient condition. Should additional relevant details become available, a supplemental report will be submitted.